Event description:
Hamilton medical ag received the following description: paw stuck at -204mbar, pot not adjustable.

Manufacturer narrative:
Paw zero calibration failed. Investigation is ongoing.

Manufacturer narrative:
Paw zero calibration failed. Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the paw zero calibration failed during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. No further feed back was received. No part was replaced, correction was unknown and the exact root cause could not be confirmed. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following description: paw stuck at -204mbar, pot not adjustable.